Manufacturer narrative:
Event summary (B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the lead connector pin was damaged/pulled/stretched/overstressed. There was apparent implant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that prior to implant attempt, when the lead was removed from the box, the pin was observed to be at a 90 degree angle from normal. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.